Event description:
It was reported that the pump had been misprogrammed. The pump was programmed to 500 micrograms (mcg) per milliliter (ml) concentration rather than the actual 2000 mcg/ml. The daily dose was programmed to 246 mcg/day. The pump had been running for approximately a little over three hours as programmed. Reportedly, the patient ¿should be fine¿ as he was at a higher dose and they were titrating him down. This device system delivered baclofen. Additional information had been requested. Further, confirmed that the pump was programmed to 500 micrograms (mcg) per milliliter (ml) for 2.5 hours instead of programming it to the actual concentration of the 2,000 mcg/hour. The physician was aware and agreed to this as the physician had planned to give the patient a bolus anyways. It was verified that the correct concentration and dose was programmed and no bolus was in progress and the issue was resolved. The patient was reported as ¿doing great.¿ this device system delivered lioresal. It was further reported that programming was performed along with the resident. Two hours later, it was realized that the concentration was entered incorrectly. The patient further required another twenty percent increase the following day.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).